Manufacturer narrative:
(B)(6). A visual inspection of the device show it is bent approximately 4.5 inches from the distal tip. The device is also scored in a circular manner along its length. The drill tip is intact and not missing any material. The complaint of tip breaking off cannot be confirmed. A review of the device history records and quality records associated with this manufactured lot at the time the complaint was initiated shows no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The tip of drill bit broke off during surgery. The surgeon was able to successfully remove the broken piece of drill bit from the knee joint. No patient injury or other complications were reported.